Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a left upper lobectomy procedure, first stapler fired correctly several times and was reloaded several times. It later locked on lung tissue and would not open. A second stapler was used to free the first stapler -it fired in tissue and was able to open-however the scrub could not open the jaws to reload so a third stapler was opened. A surgical intervention was required - cut around the stuck reload to be able to remove from the lung tissue. There was tissue loss and tissue damage.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reload jaws were clamped. The instrument articulation lever was in neutral and the retract knobs were retracted to past the 30 mark. The retract knobs were fully retracted and the subject reload jaws opened. The reload was then unloaded from the instrument. Further functional testing of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.